Event description:
During use of the device for endoscopic saphenous vein harvesting procedure, the user reported the plastic tip detached from the harvester. The user successfully removed the tip from the pt's leg. An alternate device was employed to conclude the procedure. The harvested vein was suitable to use as a coronary artery bypass graft. The user reported the surgical procedure was completed successfully and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.